Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The needle was fully inserted into the reservoir septum at both refills prior to the observed volume discrepancies. It was unknown on what date the patient began to experience the return of pain. When asked if a pump replacement had been planned or scheduled, the representative responded, "no, we are still raising some data." The pump had not been replaced yet. Additional information was received. The patient began to experience the return of pain at approximately the beginning of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: eval code-conclusion updated to 11. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump has been returned.

Manufacturer narrative:
Pump interrogation revealed the device was at minimum rate and had infused fentanil 37.5 mcg/ml at a dose of 0.232 mcg/day and midazolan 2.5 mg/ml at a dose of 0.0155 mg/day (minimum rate). This is different than the previously reported morphine.visual inspection of the pump revealed the pump top shield had scratches near the reservoir fill septum area. Analysis of pump revealed the pump fluid path had slight damage to the septum material. However, no leaking was observed with the septum through testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use it was reported the patient experienced return of pain. The hcp checked the pump; the n'vision volume presented was 2 ml, but the volume aspirated was 0 ml. The event date was noted as (B)(6) 2017. This event was also reported as premature depletion of the pump reservoir accompanied by volume divergence. One week later, the patient's pain persisted and the process was repeated. This time, the volume reported was 9 ml and the volume aspirated was 0 ml. The hcp then refilled the pump, reduced the dose, and reported the event. The hcp also "studied the explant of the pump." There were no reported contributing factors. The event did not lead to or extend hospitalization. There was no injury as a result of this event. The issue was not resolved, and the patient status was alive - no injury. There was no reported complication.